Event description:
The patient contacted lifescan alleging that their one touch basic original meter was prompting the "not enough blood" message. The patient neither alleged harm nor experienced injury or medical intervention. They contacted their physician and was advised to increase their oral medication to 25 mg. The meter, test strips, and control solution were replaced.